Manufacturer narrative:
A steris service technician arrived onsite to inspect the warming cabinet and reported the epoxy inside the door had separated over time which allowed the door to come loose from the inside hinge. The warming cabinet subject of the reported event was manufactured in 2010 and is approximately 15 years old. The warming cabinet was removed from service and is pending repairs. A 3-year complaint review indicates this to be an isolated event. A follow-up report will be submitted when additional information becomes available. "UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR."

Event description:
The user facility reported that an employee was injured as their warming cabinet door detached from the unit. Medical treatment was administered.

Manufacturer narrative:
The technician made the appropriate adjustments, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.